Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-07105. All information can be found under manufacturer report number 1416980-2023-07105. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the upper left of the bag. This was observed after filling the bags in the pharmacy. There was no patient involvement. No additional information is available.